Event description:
Boston scientific received information that a lead alert message was received for low pacing impedances observed less than 200 ohms on this right ventricular (rv) lead. Thresholds had also increased gradually since implant from 0.6 - 1.6 volts (v) but still within acceptable parameters. Isometrics were performed and no noise was produced and unable to reproduce any out of range measurements. There were no stored events with noise found. All other measurements were found to be stable. There were no adverse patient effects.

Manufacturer narrative:
Since no noise or out of range measurements were able to be reproduced, the lead will be continued to be monitored. The lead remains implanted with no change at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.